Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that led to oversensing. A revision procedure was scheduled. The boston scientific sales representative stated that he was unaware of any additional information and if the revision procedure had been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.